Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that steps taken to resolve the issue included that the m anufacturer assisted with resetting the device. They stated that it seemed to be reset every few months due to urination frequency changes to increased frequency. They reported that yes the issue had been resolved. The reset was always only temporary until the next increase/frequency in urination.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they needed to remotely reset the patient's ins. The caller said that the patient's ins had been working right before, but now, "it slipped backwards" and the patient needs to urinate every 2 hours. Caller wants to increase the stimulation of the patient's therapy. The agent walked the caller through on how to increase the patient's stimulation. The caller was able to do it successfully during the call. The patient will monitor symptoms. Sent email to mdt rep.